Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a fatal error message that had occured on the underlying data source due to database was bloated. A technical support specialist shrunk the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system displayed a fatal error message that had occurred on the underlying data source. This could be caused by a network connection problem or a hardware issue. The customer stated that the user could not get into the station so they moved to a different station while repairs were conducted on the affected unit. There were no adverse events or injuries reported based on this event.